Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient's dental implant was reported to be fractured. The implant was removed six years after initial placement. No adverse patient consequences were reported.